Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no discrepancies. Functional testing involved a leak test anf found leakage between the pilot balloon and valve. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 devices and did not detect any deflated cuffs. Based on the evidence, the root cause is attributed to a manufacturing issue. The issue is related to the lack of a system to dry the solvent at the pilot balloon and valve joint, causing the leakage.

Manufacturer narrative:
Event date: initial reporter noted that the event occurred in early (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® suctionaid tracheostomy 7.5mm soft seal cuff experienced a loss of cuff air pressure after three days in use. It was suspected that cuff had an air leak. The tracheostomy tube was replaced with a new product. No injury was reported, and the event was reported as resolved.